Event description:
Event description cpi received information that this sutureless myocardial lead was removed from service due to a lead fracture, which caused no output and no pacing. Another cpi lead was implanted.